Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and pinhole on the balloon was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.